Event description:
It was reported the trial patient experienced an infection during the stage 1 trial phase of testing of their external neurostimulator (ens) system and the lead component was removed. It was noted that the patient was not going to move forward with the permanent implantable device until they were healed. Follow up information received from the healthcare professional (hcp) reported that primary location of the infection was the lead tract. Patient symptoms of redness, drainage, pain were reported. The patient did not have meningitis. A culture of the wound grew (B)(6). Treatments for the patient included oral antibiotics and removal of the lead. The patient outcome was reported as ¿infection resolved¿.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).